Event description:
The customer stated that the rubella calibration failed on the axsym analyzer. All instrument maintenance was up to date and a decontamination was performed. The customer stated they had this issue with a previous reagent pack. The customer centrifuged the calibrators and recalibrated resulting in an acceptable calibration. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.